Manufacturer narrative:
.

Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The incision was enlarged to remove the lens and a three piece lens was implanted. Sutures were not required.